Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump delivered a bolus without user input and that the pump miscalculated the bolus. The customer's blood glucose (bg) level subsequently decreased to range from 10-47 mg/dl. Customer consumed glucose tablets to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management. Multiple attempts were made by tandem technical support to obtain a pump upload so a log review could be performed; however, the customer declined to upload.